Event description:
Our vaccine team is using vanishpoint syringes for administration of the covid-19 vaccine. The spring intended to retract the needle after vaccine administration retracted into the barrel when drawing up the vaccine dose. The needle was unaffected and did not retract. FDA safety report ID# (B)(4).